Event description:
A medtronic sales representative was made aware of two cases a surgeon performed in the past 5 years using the aquamantys system, in which the patient's wounds did not heal properly and they developed infections that required prolonged treatment with antibiotics. Both patients reportedly recovered well after treatment but, the surgeon noted they had capsular necrosis that he believed may have been caused by over-treatment with the aqm device. The event dates and patient information are unavailable.

Manufacturer narrative:
(B)(4). Method/result/conclusions: generator still in use and facility not returning for investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.